Event description:
It was reported by repair work order that the cot will not lock into the fastener due to a upper retaining post bracket that is stripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.